Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, the patient in italy underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the internal bumper got separated from the peg tube and migrated in to duodenal area with sub occlusion of the duodenal lumen and decubitus ulceration at the antropyloric level. The peg-j tube has been replaced.